Manufacturer narrative:
(B)(4) no product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Esophagus resection - "during the mobilization of the esophagus in the jaws (eb010) was tissue. Despite clean jaws it came to sticking to the despite cleaning the jaws, it came sticking to the branches and repetitive leaking of sealed vessels." Patient status - well.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Esophagus resection - "during the mobilization of the esophagus in the jaws (eb010) was tissue. Despite cleaning the jaws, it came to sticking to the branches and repetitive leaking of sealed vessels." Patient status well.